Event description:
It was stated that the cuff on the new custom trach wouldn't inflate with either sterile water or air. There was no patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00094-00. The date of that submission was 03-feb-2025. UDI section of d4 is unknown, no product information has been provided to date. D4 and h4: manufacture date are unknown; no list or lot numbers have been provided. Device evaluation: two pictures and one sample were received for evaluation. As received, no damage or anomalies were observed. A syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water. The cuff of the set was observed to inflate completely as normal. The complaint of device not inflating could not be replicated or confirmed. A DHR review was unable to be completed as no lot number was provided.